Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the pt was calling to see if we could help facilitate a meeting with the rep. Pt stated they had some issues in the beginning with getting any relief of symptoms (see 704878749) but after they got it regulated, they were doing much better. Pt stated that, since they had a recent surgery, they feel they are back to having terrible incontinence. Pt stated they have feces all over themselves and have to wear 5 different pairs of depends throughout the day. Pt stated this started this week. Pt stated the reason they had surgery was related to the device. Pt stated when they had the device replaced, the surgeon made a 2nd incision on the left side. Pt stated the ins is located on the right side so they don't understand what the purpose of this was. Pt stated the incision on the left side never fully healed and ended up getting infected. Pt stated the doctor denied infection so they had to see a second surgeon. Pt stated they had surgery on this a week ago and had all the infection cleaned out as well as removing some bone and tissue that was effected at the ins site. Troubleshooting was unable to be performed as pt reported having difficulties getting the communicator to communicate with the ins and wants to meet with a rep at this point. Pt services will be documenting the infection event and will reach out to a rep to notify them of the pt's request. Pt stated the doctor is also trying to reach the rep. Patient called back on (B)(6) 2022 and repeated issues that were previously reported in the initial call. Patient stated that, due to incision, infection developed osteomyelitis and the surgery on (B)(6) 2022 was to remove and scrape off the infected tissue and patient said that surgeon had to even scrape off some of the bone. When asked, patient said they didn't turn stimulation off prior to surgery. Unable to perform additional troubleshooting as patient said they didn't have the equipment with them. Agent reviewed therapy status screen and how to check if therapy is on. Patient may call back later if needs assistance.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the cause of the difficulties getting the communicator to communicate was because of a poor wifi connection. To resolve the issue they will use the control device closer to a wifi connection. They met with a manufacturing representative who gave them guidance. They indicated it is unknown if the issue is resolved.

Event description:
Additional information was received from the patient. The issue was resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.